Event description:
It was reported that the device broke during deployment. All pieces were removed.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One 4.75mm healicoil rsb sa anchor system was returned for evaluation. Visual assessment confirmed the reported complaint. The anchor has been broken off of the delivery device and was not returned for evaluation. Both inserter tines are bent inward. The suture has been released from the suture retention mechanism but remains within the delivery device. The condition of the device indicates it was subjected to excessive force during use.